Manufacturer narrative:
Attempts to obtain additional information regarding this event were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient's heart rate was in the 40s. Upon investigation, high out of range impedance measurements were observed on the right ventricular (rv) lead. Additionally, muscle noise was being oversensing resulting in pacing inhibition. Isometrics reproduced the noise. The rv lead was programmed to bipolar configuration and loss of capture and high impedance measurements were observed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Additionally, an anomaly in the outer coil of the lead was visualized in the area approximately 26 cm from the is-1 end. Resistance testing confirmed the lead was not electrically continuous. An x-ray of the lead noted the inner coil was tangled and fractured near the terminal pin. Detailed analysis of each fracture site determined the outer coil fracture was consistent with damage due to entrapment in the clavicle/first-rib region. The inner coil may have become fractured during attempts to extend/retract the helix during the explant procedure. If lead measurements were initially good and became out of range some time after the lead was implanted, it is not likely that the inner coil became fractured during the implant procedure.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Additional information was received indicating a revision procedure was performed wherein the rv lead was explanted and replaced. The lead was tested via pacing system analyzer (psa) prior to explant and high out-of-range pace impedance measurements were confirmed. No additional adverse patient effects were reported.